Event description:
Device malfunction: none. Symptoms/ae: dissection distal to stent, purple & green spots observed and hemodynamic (hypotension). Time of symptoms/ae: during and after the carotid procedure. It was reported that during the stenting of the lica the patient experienced a hemodynamic episode (hypotension). The patient was treated with dopamine, fluid resuscitation, neosynephrine IV. The episode has resulted in prolonged hospitalization and the condition is reported to be improved; however, continuing. Upon post-procedure angiography, a lateral projection revealed a linear non-limiting focal dissection distal to the stent. There was no evidence of contrast staining and no further intervention took place. There was no clinical manifestation of this adverse event. Also reported, the patient saw purple and green spots following the carotid stenting procedure. This lasted for approximately 1 minute and the study neurologist would like to note it was possibly a potential embolic event following the stenting procedure. The patient also was reported to have anemia post procedure and received 2 units of rpbcs. The anemia was resolved the next day. No additional information was available.